Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017 where the scs system was explanted. The patient was also prescribed antibiotics.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the lead incision site. The patient stated the lead is protruding from the incision site. Consequently, the patient will undergo surgical intervention as the next course of action.